Event description:
It was reported that the patient experienced syncope or collapse. It was noted that failure to sense and no capture was observed on the right ventricular (rv) lead. It was confirmed that the rv lead had dislodged under fluoroscopy. An attempt was made to re-position the rv lead, but the helix failed to extend due to tissue in the helix. The rv lead was therefore explanted and replaced. There were no patient consequences.